Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "off set self check failure - 1174" and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling and full functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed no evidence associated with the customer's report, device shut down or any power related failures. No accessories including the breathing circuit were returned as part of this investigation. No trend is associated with reports of this type.